Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, accuracy testing, and a review of labeling. Customer returns were unavailable for testing. The customer observed erratic patient results when testing in duplicate, while using architect stat troponin-I lots 71949un14 and 88625un14. The customer also indicated after the samples were re-centrifuged and retested the results matched and were consistent. A review of complaints did not identify an increase in complaint activity related to the customer's issue. Accuracy testing was completed using an internal troponin-I panel and retained kits of reagent lots 71949un14 and 88625un14, which met acceptance criteria. The customer was referred to the architect stat troponin I reagent package insert for additional information. Based on the results of this evaluation, the architect stat troponin-I assay, ln 2k41-28, lots 71949un14 and 88625un14, are performing as intended and no product deficiency or malfunction was identified.

Manufacturer narrative:
(B)(4). An evaluation is inprocess. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer is generating falsely elevated troponin results on patients. The example results provided by the customer were: initial 20/ repeat 38 / re-centrifuged and retested =28ng/l (customer uses 32ng/l as diagnostic cutoff). There was no reported impact to patient management. There was no additional patient information provided.